Manufacturer narrative:
Review of the instrument error log indicated numerous dilution and probe errors. Confirmed the presence of the k antigen on retention capture-r ready-screen (4), lot g149. Customer sent sample for investigation testing. Selected cells from capture-r products were tested with the sample. Reactivity was observed with e-; k- reagent red cells k+ cells were nonreactive. A service visit was performed. The probe was out of alignment; it was adjusted. Multiple pt samples were tested with expected results. The repair has returned the instrument back to functioning within specs.

Event description:
Customer reported unexpected negative reactions on the abs2000 for 2 pt samples, known to contain anti-k. The first pt reported negative on two separate runs. The second sample resulted with a negative antibody screen. The customer noted there has been a lot of error messages generated as of late.